Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses, breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5087623. It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round high profile 500cc saline breast implants which the patient reported mild cognitive impairment first diagnosed in (B)(6) 2016 peripheral neuropathy (numbness, tingling, stabbing pain, balance) symptoms started in 2017 and has continued to decrease even with therapy. Gi malabsorption/sibo diagnosed (B)(6) 2018. Fatigue started during chemo (B)(6) 2015, improved once chemo stopped ((B)(6) 2016) but then returned after implant surgery ((B)(6) 2016) and has remained menstrual cycle stopped during chemo but returned with cessation of chemo. After breast implant surgeries, it stopped again but would return occasionally. It has not progressed to a full cessation of my menstrual cycle. New allergies diagnosed (B)(6) 2019 . Skin rashes flared up the entire time I had silicone implants: (B)(6) 2016- (B)(6) 2017. Granuloma's on lungs first identified in (B)(6) 2016; breast tissue expanders placed in chest in (B)(6) 2015 during cancer surgery. Numerous tiny foci of predominately frontoparietal white matter demyelination on brain discovered in (B)(6) 2019 on brain MRI. Frequent urination noticed early 2019 and continues. Breathing difficulties was immediate after implants placed in (B)(6) 2016 and progressed to an emergency visit in (B)(6) 2016. Dry eyes/mouth/skin noticed starting in 2018 and continues . Patient indicated that received silicone hypersensitivity results and as expected based on my symptoms I have a strong reaction to silicone which is obviously what is causing my autoimmune symptoms. The diagnosis were made through imaging and/or lab results. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.